Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. All pertinent information available to abbott diabetes care has been submitted. This is 3 of 3 MDR submissions as mw5181315 is associated with medwatch # mw5181313 and mw5181314.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: a customer reported receiving a letter in the mail to compare the "products to the list." It was indicated that three adc devices was listed, and with the same lot numbers. There was no alleged adc device related issue. There was no patient consequences or third-party treatment reported for the issue. Adc customer service attempted to contact the customer three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information available, there was no report of serious injury associated with this event.